Manufacturer narrative:
The implant date was unavailable at the time of this report. A supplemental report will be updates should further information become available. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker oversensed noisy signals due to electromagnetic interference. The oversensed noise has occurred for an extended period of time, primarily in the atrial channel, with some signals being oversensed in the ventricular channel on occasion as well. The patient is pacemaker dependent due to diagnosed atrial fibrillation, making it difficult to identify a root cause. Due to no known root cause and inconsistent timing of events, no recommendations for the patient or system were provided. No adverse patient effects were reported. This pacemaker remains in service.